Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown accolade stem was reported. The event was confirmed. Method & results: product evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a primary cementless right total hip arthroplasty since I was able to see x-rays with the implant in place showing probable loosening. I do not have the index operation report. I can confirm that patient underwent a revision in that I was able to see the implant log with the restoration modular system being used. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of early implant loosening are multifactorial. Once infection is ruled out, causes include surgical technique including the preparation and insertion of the femoral implant and patient factors including activity level and bmi. I would not attribute any causality to the implant itself given the information provided. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to stem loosening. A review of the provided medical records by a clinical consultant indicated: ¿confirmation of event: I can confirm that the patient had a primary cementless right total hip arthroplasty since I was able to see x-rays with the implant in place showing probable loosening. I do not have the index operation report. I can confirm that patient underwent a revision in that I was able to see the implant log with the restoration modular system being used. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of early implant loosening are multifactorial. Once infection is ruled out, causes include surgical technique including the preparation and insertion of the femoral implant and patient factors including activity level and bmi. I would not attribute any causality to the implant itself given the information provided.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to stem loosening. The stem, head, and liner were revised. Rep confirmed that there were no allegations against the revised head and insert, and that no further information will be released by the hospital or surgeon.